Event description:
Company representative sent a repair request reported with an issue of " poor air supply." No harm was reported. No patient harm and no user injury reported. Device evaluation found foreign material clogged in the device nozzle. This report is being submitted due to the finding of foreign material clogged in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle. Due to clogging, no air is feed (no air supply). This clogged condition attributed to insufficient cleaning, handling issue. The reported issue of "poor air supply" was reproduced and was confirmed. Furthermore, the following defects/findings were identified during device inspection: due to damage on up/down knob, water tightness is lost. Air/water (aw-cylinder) has discoloration. Electrical connector (el-connector) has discoloration due to water leakage. Due to clogging of nozzle, no water is fed (no water supply). Adhesive on a-rubber (adhesive connection) has a chip. Suction cylinder (s-cylinder) found shaved. Scratch found on switch box and switch 1, connecting tube , control unit , grip, universal cord, scope connector (s-connector), scope cover (s-cover), up/down knob, right/left knob, forceps elevator/forceps lever (fe ) knob , lever protector of universal cord on s-connector side. Follow up communication with the customer regarding the issue reported, did not provided information other than stating that the device was inspected prior to use. Additionally, due to the nature of the reportable event (foreign material found inside the nozzle), the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Device was cleaned, sanitized and disinfected prior to sending the device for repair. Regarding the foreign material found/ adhered on the device during device evaluation, customer did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Oerp 5 ¿scope reprocessor used for cds. Facility flushed the air/water nozzle with water and air. Facility flushed the air/water nozzle with a detergent solution. Facility noted normal, no abnormalities on the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens" olympus will continue to monitor field performance for this device.